Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. All seal plugs are intact. All setscrews operate normally. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault, recorded on (B)(6) 2019, due to the charge time limit having been exceeded. A capacitor reform was initiated. The charge time was 6.4 seconds, which is longer than expected. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) exhibited a code tat indicated there was a charge time of greater than 45 seconds and the device was not at end of life (eol) battery status. A review of the device's memory found the device was depleting normally, however there were two charges stored in the device. The first charge timed out at 45 seconds and the second an hour later was 15.5 seconds. Although the second charge was successful, engineering recommended change out of the ICD as further successful charges would not be guaranteed. Subsequently the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) exhibited a code tat indicated there was a charge time of greater than 45 seconds and the device was not at end of life (eol) battery status. A review of the device's memory found the device was depleting normally, however there were two charges stored in the device. The first charge timed out at 45 seconds and the second an hour later was 15.5 seconds. Although the second charge was successful, engineering recommended change out of the ICD as further successful charges would not be guaranteed. Subsequently the ICD was explanted and replaced. No additional adverse patient effects were reported.